Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that the infusion set fell off. The patient's blood glucose was not affected. No damage to the packaging was noticed upon opening of the package at the time. No patient injury was reported.